Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a catheter. The indication for device use was spinal pain. It was reported that the catheter was opened but not used; the hcp tried to implant it, but removed it. Additional information received from the rep indicated that the catheter was opened and the hcp attempted to implant it. The hcp tried to remove the stylet from the catheter, but was unable to due to the catheter inside the patient being kinked. The hcp requested that another catheter be opened. The patient did not experience any symptoms. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.